Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt could no longer feel magnet mode stimulation and that they had experienced a recent increase in seizures. It was reported that the pt can feel normal mode stimulation. It is unk if the increase in seizures is an increase over the pt's pre-vns baseline frequency. X-rays reviewed by neurologist did not identify any obvious discontinuities in the vns therapy system. Revision surgery is planned. Lead break is suspected.